Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The access site for the flexnav was the right femoral. Post-valve deployment, the delivery system was attempted to be removed from the patient. However, it became stuck on the small safari wire. The physicians managed to remove the delivery system and wire successfully. Outside of the patient, the wire would not advance forward or backwards within the delivery system. The safari wire was then cut using sterile wire cutting scissors and a pigtail catheter was then used to exchange the wire. The patient experienced bleeding with blood loss at the puncture site; treatment was reported as manual compression. No blood transfusion was required. Two perclose devices were used. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of stuck guidewire in the delivery system and hemorrhage was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The inner shaft was observed to be kinked, and there was a slight bend on the valve capsule, consistent with damage incurred during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported hemorrhage and stuck guidewire could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, exception (issue) 134376 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a